Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2506029, no deviations or non-conformances occurred during manufacturing that could have contributed to the reported concern. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, break out force and sustaining force testing are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified, all production and quality processes were carried out normally. Retained samples of lot 2506029 were used for additional evaluation. These samples were thoroughly inspected, no damage or defects were observed and the plunger moved smoothly along the barrel. Additional testing confirmed that breakout force and sustaining force were all within specification. Based on the retained sample analysis and device history review, we did not identify an issue with the lot reported therefore a root cause related to our product or process cannot be established. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that we're in the cicu where patients are on infusion medications, and the syringes we're using are bd plastipack luer lock. However, they keep triggering occlusion or high-pressure alarms, and the patient's pressure keeps fluctuating. We calibrated all the pumps and tried everything, but our only remaining suspicion is the syringes. Previously, we used 50 ml syringes, but recently they brought us these new syringes, which are made in spain, while the other syringes (10, 20, 30 ml) are made in the USA. Even their packaging is different from the rest. When did the incident occur? During use.